Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) of 469 mg/dl. The cause was unknown. Customer was treated with intravenous insulin. Customer left the ER with bg of 250 mg/dl and bg was improving.